Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer lost consciousness. When the customer regained consciousness they call emergency medical services (ems). Ems assisted the customer by administering glucagon. Recommendation was made to consult with a healthcare provider to discuss diabetes management.